Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation not required. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+2.5/093 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length lens and the problem was resolved.